Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer's calibration was off, the bezel assembly was not in calibration with the stylus and the overlay/bezel assembly was therefore replaced. Analysis also found broken tabs on the power cord bay door, the upper hinge plate was scratched, the lower case was worn and scratched and the rear display cover was worn. It was also noted that the speaker assembly was damaged during repair and the speaker assembly was replaced. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's calibration was off and that it was already replaced, so it was not needed back. The programmer was returned for service. There was no patient involvement.